Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI# (B)(4).

Event description:
During a left partial knee arthroplasty, the spherical cutter was noticed to have spots of oxidation. There was no impact to the patient.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.